Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Problem: delivery accuracy out of tolerance no sample / under infusion the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A space line neutrapur was selected and the infusion started after an stand-by mode. The infusion started with a rate of 200ml/h and a volume of 100ml. After 30 minutes the volume was reached and the kvo-mode (keep vein open) started. At this time, 100ml was infused. The infusion was stopped and the pump was set into stand-by mode. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint description: reason of complaint: drug was expected to complete at 0826h. Visual check indicated that the drug infusion bag was more than half full when it was supposed to be emptied at 0826h. Pump segment was observed to be flatten upon removal from pump.